Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A DHR review and a review of the sterile cert cannot be reviewed without lot information. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00541. Medical products: 1.5 lactosorb system curved plate - 6 hole, part# 915-2427, lot# ni. 1.5 lactosorb system straight plate - 8 hole, part# 915-2417, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported the patient developed an infection and the plate was removed due to being exposed two (2) months following implantation of absorbable plates. The surgeon broke the plate with a chisel and removed the plate. No additional patient consequences have been reported.